Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift with no error message occurred. It was reported that the account has been having on-going issues with patch sensor errors and map shifts on the carto® 3 system. During today¿s procedure, a map shift with no error messages displayed was encountered. The map shift was discovered when the physician was remapping the posterior wall. It was noticed that the ablation lines did not match up with our post voltage. The catheter was moved around and it was discovered that the map had moved upwards. An entire new map was started with a new fast-anatomical mapping (fam) to see how much the map had shifted. Issue was seen during mapping. The approximate difference in catheter location before and after map shift was 1 cm. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation was completed on 31-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift with no error message occurred. It was reported that the account has been having on-going issues with patch sensor errors and map shifts on the carto® 3 system. During today¿s procedure, a map shift with no error messages displayed was encountered. The map shift was discovered when the physician was remapping the posterior wall. It was noticed that the ablation lines did not match up with our post voltage. The catheter was moved around and it was discovered that the map had moved upwards. An entire new map was started with a new fast-anatomical mapping (fam) to see how much the map had shifted. Issue was seen during mapping. The approximate difference in catheter location before and after map shift was 1 cm. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. The biosense webster inc. (Bwi) field service engineer (fse) visited the account for case observation. The fse witnessed a map shift with no errors during the end of ablation. The fse replaced piu and lp to resolve the issue. A functional test was conducted per atp. All tests passed. System was ready for use. The replaced piu/lp kit was sent to the manufacturer for investigation/repair. The suspected parts were fully tested, and no failure was found. The issue was not confirmed. The investigation results were approved by bwi engineering team. Data related to the reported issue was sent to the manufacturer for investigation. The issue was investigated and was confirmed that the reported map shift occurred due to a combination of patient movement and metal change. This defect is being handled per the defect management process. An internal corrective action has been opened to investigate the issue. The history of customer complaints reported during the last year associated with carto 3 system # 14267 was reviewed, and 3 related complaints similar to the reported issue were found. A manufacturing record evaluation was performed for the carto 3 system # 14267, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).